Event description:
Information was received from a healthcare provider regarding an implantable neurostimulator. The reason for call was the caller reported that the patient is trying to schedule an MRI and the patient stated that the leads were removed and they only have the ins implanted. The caller was trying to figure out if the patient was safe for an MRI. The caller did not have any other details about the implant or why the leads were removed. Tss reviewed MRI information.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; (B)(6) 2023; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2023; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.